Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail balloon ruptured. It is noted that the physician used 6 guides due to "difficulty getting them in." The lesion being treated was a 95% stenotic, ostial, denovo lesion in a tortuous rca. The maverick2 monorail balloon was inflated three times to 16 atms for 30 seconds each. While withdrawing the balloon back into the guide, the distal 1/3 of the maverick2 monorail balloon catheter detached. The patient was asymptomatic during this event. Attempts to snare the detached portion were unsuccessful, so the physician stented the wire segment in place with a metal stent. The procedure was successfully completed. The patient was prophylactically intubated and placed on plavix. No patient injuries or complications were reported. Patient status is reported as 'good'.